Manufacturer narrative:
Analysis of returned device is complete. One wing jaw assembly and 4 coupler rings were returned for evaluation. The wing jaw assembly did not have any visual defects and functioned normally. The 4 rings were loose in the return package. The coupler rings and wing jaw assembly were visually inspected at magnification ranging from 10-30x. Ring #1, there are depressions on the ring surface where the pins of the mating ring hit the surface of the ring and did not align with the holes. There are also marks on the surface that are consistent with depressions caused by handling from a forceps. Ring #2, there is a slight depression between a hole and a pin. No other defects are noted on the ring. Ring #3, there are no visual defects noted on the ring. Ring #4, there are depressions on the ring surface where the pins of the mating ring hit the surface of the ring and did not align with the holes. There are also marks on the surface that are consistent with depressions caused by handling from a forceps. There is no immediate evidence to support why the rings became misaligned. A review of coupler complaints for the past ten (10) years related to ring misalignment was conducted. The complaint rate for ring misalignment is (B)(4). The rate of occurrence of the failure mode does not exceed the expected rate of occurrence per the fmea.

Manufacturer narrative:
Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record for this lot number was reviewed. One hundred percent visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force is within specification. According to the device history record,the device met specification prior to market release. Analysis of returned device is in progress.

Event description:
It was reported that the individual rings on a coupler device would not close due to misalignment during a free diep flap procedure. The surgeon reported that during the procedure the adjacent pins and holes of the coupler rings were not aligned and would not fit together. As a result the procedure could not be performed with a coupler device. The anastomosis was sutured with 9-0 sutures. The surgeon reported this event did not significantly affect ischemia time. The surgeon stated this event did not adversely affect the patient. Two gem coupler devices were reportedly misaligned. Two devices were returned for analysis. The product problems are reported in MFR. Report numbers 2183620-2015-00008 and 2183620-2015-00009.